Event description:
It was reported that increased capture threshold and lead dislodgement were observed. The patient experienced diaphragmatic stimulation. The lead was explanted and replaced with no adverse consequences when repositioning was unsuccessful. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).